Manufacturer narrative:
Concomitant medical products: 6947m55 lead; 429678 lead, implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was in atrial flutter and ventricular tachycardia. Right atrial (ra) lead undersensing caused the device feature which discriminates between supraventricular tachycardia (svt) and true ventricular tachyarrhythmias to be unable to withhold defibrillation therapy. Therapy ultimately converted both rhythms. The lead remains in use. No further patient complications have been reported as a result of this event.